Event description:
Tsc notes. 01/10/2018, 11:47:47, (B)(6) . (B)(6) would like to know if we have a policy to clear our factory network configuration before pcu returned to customer from service repair center. I talked to (B)(6) in service, he confirmed they do not clear the network profile. Informed (B)(6) so and she was ok with that. Answer her question about "intel melt down" software. Her it needs to perform patching on server. Assisted her down load event logs and export logs report to xls.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).